Event description:
On (B)(6) 2011, the patient's mother reported that the patient had low blood glucose levels ranging from 3 to 5 mmol/l all morning and that the patient felt shaky. Pump settings and delivery history were reviewed with the reporter and confirmed to be accurate. As there is no evidence of a pump insulin delivery defect, there is no evidence to reasonably suggest that the pump caused or contributed to the patient's symptoms. However, this complaint is being reported because the patient experienced symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow up #1 submitted on (B)(4) 2012: additional information was received on (B)(4) 2012 from the reporter indicating that the pump was not delivering boluses appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.